Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after connecting extension set to the 4fr groshong m.I they found leakage at the connection point. A repair kit from another groshong kit was used to repair the catheter.